Event description:
Pt underwent cataract surgery and implantation of a staar model cq-2005v intraocular lens with the power of 20.5 diopter in left eye. During insertion, the dr found the leading haptic difficult to control and the haptic tore the posterior capsule. The dr performed an anterior vitrectomy and implanted another lens. Pt's post-op condition is fair but with a higher risk cme.